Event description:
During resuscitation of a patient by emergency medical technicians (emts), the defibrillator was charged and delivered a shock. The charge button was hit a second time and unit powered down. Turned back on; charged; delivered shock. Attempted to deliver another shock, unit powered down. CPR continued without interruption.======================manufacturer response for defibrillator, external, lifepak 12 (per site reporter).======================manufacturer tested device and was unable to duplicate error. Batteries were changed; preventive maintenance done.